Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An initial evaluation was conducted on the device and it confirmed that a one-way valve on the connector was missing and when air was infused into the product in question through the tube it was confirmed that it took a longer time for the reservoir bag to inflate than the acceptable sample. It was also noted that the device did not inflate enough and there was air leakage from the reservoir bag during the check before use. There was no patient involvement with this device. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on september 17, 2014.

Event description:
It was reported the device was returned from a hospital due to an inflation issue.